Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of a merlin.net transmission revealed that the right ventricular lead exhibited noise. All lead measurements were good. Programming changes were made and the noise issue was resolved. No patient symptoms were reported.